Event description:
The physician inflated a 2.0 mm diameter x 10 mm length sprinter over the wire (otw) balloon dilatation catheter in a pt. Post use, it was noted that the product was used 5 days beyond its used by date. No pt injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: (issue related to the product logistics at the hospital facility). (Failure of the user to verify the product expiry prior to use of the product). Evaluation, conclusion: (failure of the user to verify the product expiry prior to use of the product).